Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot s 095651 and 091493 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 095651 and 091493 were reviewed. Both of these lots met the required release specifications. A review of the complaints reported (B)(6) related to lot number 095651 showed that the complaint rate is (B)(4). A review of the complaints reported (B)(6) related to lot number 091493 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. As described in the package insert under the section limitations of the test: "specimens from individuals infected with hiv-1 and/or hiv-2 who are receiving antiretroviral (art) therapy may produce false negative test results." "A nonreactive result does not preclude the possibility of exposure to hiv or infection with hiv." Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo on a whole blood sample from a (B)(6) male, known (B)(6) for (B)(6). Two tests were completed from two different lot numbers (091493 and 095651). Both tests had valid control lines present and were (B)(6) for both (B)(6). Confirmatory testing was reported as "(B)(6)".